Event description:
It was reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 32 mg/dl. The customer¿s current blood glucose value was 129 mg/dl. The customer did experienced symptoms of low blood glucose value such as body ache and sweating. The customer treated low blood glucose with food. The customer did allege over delivery on insulin pump. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. No further medical complications were reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.